Manufacturer narrative:
Product complaint # (B)(4). Corrected photographic analysis summary: five photos were provided; picture one shows tissue with staples and one clip present. Five staples can be seen with the proper formed and one can be seen not properly formed. Picture two shows the open jaws of a device. What appears to be two staples can be seen on the channel. One staple appears to be not properly formed. Picture three shows a white reload from the top view. Several malformed staples are noted inside of the pockets. Picture four shows tissue with several staples and one clip present. Some of the staples are noted to be not properly formed. Picture five shows tissue with several staples on it. The staples appears to have the proper formed shape. Based on the condition observed on the staples, the event describe is confirmed, however no conclusion or root cause could be determined.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: five photos were provided; picture one shows tissue with staples and one clip present. Five staples can be seen with the proper formed and one can be seen not properly formed. Picture two shows the open jaws of a device. What appears to be two staples can be seen on the channel. One staple appears to be not properly formed. Picture three shows a white reload from the top view. Several malformed staples are noted inside of the pockets. Picture four shows tissue with several staples and one clip present. Some of the staples are noted to be not properly formed. Picture five shows tissue with several staples on it. The staples appears to have the proper formed shape. It is possible that the condition noted on the staples could be due to the device has been fired over a clip. Based on the condition observed on the staples, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the full analysis details and conclusion. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired and with some malformed staples stuck to drivers. After further analysis the articulation mechanism was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cause for the malformed staples is not known with certainty. There is no evidence to suggest that the device was fired over another surgical instrument or clip. The most likely cause is related to the tissue that the device was fired on having some type of inclusion, like a calcification, diverting the trajectory of the staple legs preventing them from hitting the anvil pockets as designed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: I was just told that there were two arteries in this case. The mis-fire occurred on the first vessel, but it is possible that the pictures of the excised staple line may be from the second artery where the stapler did not mis-fire." Additional information requested and received: is it possible that target tissue had calcifications? There were calcifications in the area, however where the stapler was fired, there were none. Does the surgeon routinely wait 15 seconds prior to firing? Always. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? The surgeon confirmed that it was within the cut lines. What was the estimated blood loss? Not sure. Were blood products required? What is the current patient status? The patient is doing well.

Event description:
It was reported that during a donor nephrectomy, the stapler was being fired on the artery, on the first firing, the staples all malformed. When they took the stapler off, it bled everywhere. They put a clip on it. They opened a second stapler to fire on the vein. Then they took the kidney out and tired to fire a medtronic ta. They fired that underneath the clip on the aorta and the staple line on the vein. And while they were doing that, it looked like a hole opened right above the aorta on the artery. They then had to convert to open and call in a vascular surgeon. It is unknown if the patient was transfused, there was blood brought into the room.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: additional information was provided that the usual tech was not in the case and a newer tech had loaded the device. It was the first artery transection and first firing of the device. There were two arteries involved. The event took place on the first firing of the first artery. The surgeon commented that when putting the device through the port, she usually closes the device 90% of the way but does not click it closed. However, sometimes the tech hands the device off clicked closed. She was unsure whether the device was clicked closed when introduced in the port in this case.